Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The user was burned on the hand and the patient was burned on the inside of their cheek. There was no delay and no medical intervention reported.

Event description:
The user facility reported that the device overheated during a procedure. The user was burned on the hand and the patient was burned on the inside of their cheek. There was no delay and no medical intervention reported.